Event description:
A customer reported an issue with the touchscreen of their pump, which was unresponsive and did not react to input. There was no adverse impact to the customer's blood glucose level. The customer will use an alternative method for insulin delivery.